Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood leakage occurred into the safety shield with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from spanish to english: when removing the tube from the safety shield to mix it and place the subsequent tubes to take the different samples, the needle continues to drip blood into the safety shield (this is not normal to occur, the system usually allows mixing and placement between tube and tube, without the presence of blood spills). It should be noted that vacutainer needles are stored in their original box for use, in a horizontal position, only top cap and caps are removed. There was no need for medical or surgical intervention. The blood only spilled on the floor and the chair, not to the skin because it was not exposed.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use blood leakage occurred into the safety shield with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from spanish to english: when removing the tube from the safety shield to mix it and place the subsequent tubes to take the different samples, the needle continues to drip blood into the safety shield (this is not normal to occur, the system usually allows mixing and placement between tube and tube, without the presence of blood spills). It should be noted that vacutainer needles are stored in their original box for use, in a horizontal position, only top cap and caps are removed. There was no need for medical or surgical intervention. The blood only spilled on the floor and the chair, not to the skin because it was not exposed.